Event description:
It was reported that a small volume folfusor experienced no flow. The nurse stated that they performed priming correctly, and the issue then occurred at the beginning of patient infusion of fluorouracil and normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.